Event description:
It was reported the pt is no longer receiving effective stimulation and is unable to communicate with or charge her ipg.

Manufacturer narrative:
The ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.